Event description:
It was reported that during a cardia cancer resection, staples malformed - led to about 2 cm anastomosis stoma leakage. Then changed to hand sewing. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument arrived in good visual condition. The anvil half of the breakaway washer was present and cut and there were no staples present, indicating that the instrument achieved a full firing stroke. The instrument was reloaded with staples and fired. It fired and formed all the staples, as well as completely cut, the test media and the breakaway washer without incident. The instrument cut without any difficulties noted, and the staples were noted to have a proper b-formation. As stated in the packaging insert: "ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the instrument. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage."